Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient was no longer able to pump their inflatable penile prosthesis (ipp) device and experienced a sticky pump. A physician consultation was scheduled to take place in the office to arrange a revision with the patient. No patient complications were reported.